Manufacturer narrative:
Other applicable components are: product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2005, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they fell six weeks ago which seemed to coincide with them not getting stimulation/coverage in their right leg, even though they had no pain. An impedance check was performed with 0-7 within limits which gave stimulation coverage to the left leg, but when an impedance check was performed on 8-15 only 8 and 14 contacts were within limits, the rest were bad. The rep. Attempted to program on 8-15 using only the 8 and 14 contacts, but on both settings the consumer still had no stimulation in the right leg, and they got shocking to the abdomen and it had to be turned off and couldn't be utilized. It was noted the shock was only to the right abdomen where the implantable neurostimulator (ins) was implanted. It was noted the rep. Was able to reprogram the device to use less electrodes on 0-7 and still get good left leg coverage. The consumer was still getting good pain relief in both legs at the current time and was going to continue to use the ins. There was no plan for a revision as the consumer still had good pain coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.